Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call for high blood glucose level of 430mg/dl. The customer had symptoms such as stomach pain and nausea and treated with pens. Customer indicated that they will change the set and monitor their blood glucose.